Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the device showed no anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions via email to report a prometra ii 20 ml pump that was explanted due to multiple underinfusion volume discrepancies and the physician being unable to aspirate from the cap during a dye study. No information was available for the first underinfusion volume discrepancy. For the second discrepancy, the expected volume was 11 mls and the returned volume was 20 mls. No patient symptoms were reported. The cap study was performed and the cap could not be aspirated or injected into. At the explant, the catheter returned good csf flow and was not explanted. Agent reported that the pump was programmed to deliver a demand bolus on the back table and no bead appeared at the catheter connection point. Agent also reported that the pump appeared to have external damage. Agent reported that the patient reported that they had suffered a fall, post implant.